Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump unexpectedly reset at 35% battery life. Customer's blood glucose level was 200 mg/dl. Customer stated they have back up manual injections for continued insulin therapy.